Manufacturer narrative:
(B)(4). The lot was manufactured from august 11, 2015 to august 12, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted white drug precipitate in the solution of the bladder. A functional flow rate test was performed and the flow was observed to be very slow. The reported condition was verified. Microscopic inspection revealed the direct cause to be due to the drug precipitate. Therefore, the device itself was conforming to specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device failed to discharge it's contents completely after twenty four hours. The device was filled with 8 g of flucloxacillin in 0.9% sodium chloride for a fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.